Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a nurse performed routine maintenance on a patient's indwelling PICC line according to protocol. During the procedure, the nurse observed excessive clearance between the luer connector and the pressure-relief sleeve of the PICC line. The nurse immediately halted the maintenance procedure. After confirming no catheter damage and normal blood return, she trimmed the catheter tip according to protocol, replaced the luer connector with a new one, and verified a secure connection. Subsequent flushing, capping, and dressing changes were completed successfully. The maintenance operation proceeded without incident and did not affect the patient's catheter usage.